Manufacturer narrative:
B5: upon follow up it was reported that the patient blood pressure prior to the event was 120/55 and during the event was 155/70. It was reported sedation was discontinued as the patient was extubated. The pump and tubing were changed to complete infusion treatment. H10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log review identified downstream occlusion alarms; however, these were not reproduced during the evaluation. The reported condition was verified. The cause of the alarms was determined to be an out of specification force sensor. The force sensor was recalibrated to correct this condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with a spectrum iq pump, a downstream occlusion alarmed. It was reported the alarm was generated when the patient coughed which prevented the administration of levophed. As a result, the patient¿s blood pressure decreased, and the administration of the sedation (unknown medication) was stopped. It was reported after the blood pressure dropped, the patient awoke, ¿prematurely¿. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.